Event description:
Device issue: none. Adverse event: myocardial infarction/in-stent thrombosis. Onset of adverse event: 15 months post procedure. It was reported that a 2.5 x 28 mm promus stent and a non-abbott stent were implanted overlapping in the left circumflex (cx) in (B)(6) 2009; however, the patient was non-compliant and had quit taking all prescribed anti-platelet therapy (aspirin and plavix, date unknown). The patient presented to the emergency room with chest pain and an mi on (B)(6) 2010. The left cx was totally occluded with thrombus. The lesion was predilated with multiple balloons. An attempt was made to advance the 2.5 x 15 mm promus stent delivery system (sds) to the lesion with force as the lesion was extremely tortuous in the left main that contained a non-abbott stent. The patient became agitated and pulled out the guide catheter, guide wire and all devices that were in at the time. The devices were examined and it was noted that the stent was no longer on the balloon of the sds. Via angio, it was confirmed that the stent had dislodged in the left main at the site of the non-abbott stent. The promus stent was crushed against the vessel wall with an unknown bare metal stent. The treatment of the thrombosis was completed with the predilation. No further patient complications occurred. The patient has been discharged and instructed to resume anti-platelet therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. (B)(4).